Event description:
As reported, during a procedure, arita ah was used on the vaginal cuff and residual material was not removed after hemostasis was achieved. As reported, the patient developed with vaginal cuff abscess. It was also reported that patient underwent 2 subsequent surgeries, and the patient is doing well at this time.

Manufacturer narrative:
As reported, the patient developed vaginal cuff abscess post usage of the arista ah product, underwent subsequent surgeries and the patient is doing well at this time. Also reported is that the residual arista ah material was not removed from the surgical site following application as instructed in the instructions-for-use (IFU). The warning section of the IFU states, "once hemostasis is achieved, excess arista¿ ah should be removed from the site of application by irrigation and aspiration". Based on the information provided, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as (B)(6) 2022 based on the information available. Device not returned.